Event description:
Per operative report: a tee performed showed perivalvular leaks at 9 and 3 o'clock, severe tricuspid regurgitation and mild aortic insufficiency. Intra-operative, "yellow-stained" tissue around the valve appeared to be very soft and friable. Repair of the perivalvular leaks were unsuccessful, therefore the valve was replaced. The tricuspid was also repaired at this time. An initial tee showed the left ventricle with decreased contractility. The pt was given calcium, insulin and glucose. The pt improved over a half hr and was weaned from bypass. Another tee showed small perivalvular leak on the mitral valve over the lateral aspect, otherwise the valve functioned normally. Contractility returned to normal. The pt expired on 3/10/00. The cause of death is unknown at this time.